Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the handle seized onto the connecting tube. The connecting tube was sanded smooth. The handle is out of adjustment. The shock cushion, 1/4 pin, and adjustment wrench were replaced due to wear. The unit needs repair, and replacement of worn parts. This device exceeds its expected life of 7 years (manufactured in 2006). General maintenance and cleaning required. No further investigation is required based on the acceptability of risk and no adverse trends are identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking handle on mayfield ultra base unit (a2101) was not locking when closed. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.